Event description:
It was reported by the customer that the instrument broke during a procedure. The device breaking during a procedure could cause a piece to fall into a surgical site and cause infection or patient harm. There was no known patient involvement or procedural delays associated with the event.

Manufacturer narrative:
It was determined after receiving further clarification from the customer that this event was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify a MDR was not required for this event.

Event description:
It was determined after receiving further clarification from the customer that this event was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify a MDR was not required for this event.